Manufacturer narrative:
The technician found the foot brake casters are worn from normal wear and tear. The issue was found during a between patient inspection of the bed. The technician replaced the foot and brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the brakes will not hold. The bed was located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).